Event description:
It was reported, the patient¿s programmer/recharge system burned the patient¿s skin when she used it. It was noted, ¿the patient did not charge her battery, but contradicts herself as she says the charger burns her skin.¿ it was noted, the patient refused to charge the battery and stated the charger ¿burns skin.¿ the patient was unable to give the manufacturer representative specifics on the issue. The device was going to be replaced. The patient¿s status was reportedly alive with no injury at the time of current report. No complications were reportedly associated with the event. It was reported, the patient complained of burning sensation on her skin while using recharger 37751. The patient did not report an injury. Anomaly appeared to have occurred through product use. No indication of patient harm. Additional information received reported the patient had not received a new recharger. The recharger was to be returned to the manufacturer. Analysis of the programmer found no anomaly. It was noted, the device ¿tested to specs/tested ok¿.

Event description:
It was reported the patient only had a burning sensation, no actual burn.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).